Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and station, verified that the user roles for were correctly assigned with the appropriate areas, and reviewed login reports confirming successful biometric identifier logins since 22 june 2026; checked station logs with no errors observed and validated that user account authentication from the identity server completed successfully, which was also confirmed by the customer. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 1 user was unable to login to the station. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.